Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "after the surgery, while cleaning the instruments, the nurse noticed that the instrument was burnt. It has only been used twice. The procedure was completed without any complications or consequences for the patient". No negative impact in state of health reported.